Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to dysuria and the device not working properly. The patient presented to the doctor with dysuria, and the physician performed a cystoscope that found a pale colored tissue under the sphincter. At a later date, the aus was removed. There were no additional patient complications reported.